Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultra2 meter is giving an error 2 message. This complaint was classified based on the customer care advocate (cca) documentation. The error 2 issue began on (B)(6) 2014 at 12 am. There was no action taken in regards to diabetes management based on the lfs meter at the time of concern. The patient claimed that 10-12 hours later, she developed symptoms described as ¿sweat and urination.¿ there was no report of any required medical intervention at the time of concern. During troubleshooting, the error 2 issue was resolved with training. This complaint is being reported because, the patient developed symptoms that can be suggestive of acute complication of diabetes after the error 2 issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.